Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised due to patient presented with thigh pain and implant appeared to be loose. Replace stem and the head."